Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had shut off. Customer¿s blood glucose level was unknown. Customer did insert a new battery whereas previous battery was in good condition still insulin pump unexpectedly turn off. The device will not be returned for analysis.